Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown size 3 132°accolade ha stem. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device remained implanted.

Event description:
A review of the medical records it was discovered that during the primary surgery, a posterior cortical fracture line was noticed when the accolade stem was inserted. The fracture was treated with 3 dall-miles cables.

Manufacturer narrative:
An event regarding an intraoperative femoral fracture involving an accolade ha stem was reported. The event was confirmed. Medical records received and evaluation: the provided medical information was reviewed by a consulting clinician who concluded: ¿based on the information available for review, there is no indication that factors of faulty prosthetic design, manufacturing, or materials are responsible for this clinical situation.¿ conclusions: the exact cause could not be as the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
A review of the medical records it was discovered that during the primary surgery, a posterior cortical fracture line was noticed when the accolade stem was inserted. The fracture was treated with 3 dall-miles cables.